Event description:
It was reported that the device was used during an unk procedure. The tip fell off and into the pt. It is unk if clips fell into pt or if there were any other issues. The tip was removed from the pt successfully. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4) (B) (4). Info anticipated, but unavailable at this time.